Event description:
A 26 mm diameter x 15 diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22-23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 20 cm. Vessel morphology is unknown. The patient has a history of chronic obstructive pulmonary disease. It was reported the physician pulled the device down too hard during deployment, and the stent graft was placed too low; therefore, a 28 mm diameter x 3.75 cm length aortic cuff was implanted. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.